Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. The IFU states: impella 5.5 with smart assist for use during cardiogenic shock section: potential adverse events (unites states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or cardiac or vascular injury (including ventricular perforation) (including ventricular perforation).¿

Event description:
The user facility reported that the patient had a 5.5 pump placed to support with biventricular failure. The patient was put on the transplant list. The pump did support for 25 days until transplant and pump removal. The support did have 1 malfunction of a purge cassette (pc) leak that was remedied by pc change. No purge pressure (pp) or purge flow (pf) issues from the leak. Additionally there was a injury of becoming heparin-induced thrombocytopenic during the support. Patient survived.